Manufacturer narrative:
Product event summary: it was reported that the adapters were unable to consistently power the controller. Two controller ac adapters and one controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the devices revealed that the devices passed visual examination and functional testing. As a result, the reported event could not be confirmed; the adapters were able to perform as intended during bench testing and did not alarm a power disconnect alarm when connected to a controller. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in the event: heartware ventricular assist system - cac adaptor, cac adaptor / (B)(4) / model #: 1430de / expiration date: n/a UDI#: n/a, return date: 2015-01-23, mfg date: n/a; heartware ventricular assist system - cac adaptor, cac adaptor / (B)(4) / model #: 1430de / expiration date: n/a UDI#: n/a, return date: 2015-01-23, mfg date: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed multiple power disconnection alarms although the ac and dc adaptors were connected. A dc adaptor and two ac adaptors were replaced. No patient complications have been reported as a result of this event.